Event description:
Bd 3cc 21 g 1¿ syringe (item# 309575) leaked through the rubber septum on plunger while flushing the syringe to create a loss of administered dose. Dose and ns leaked through septum onto the ribs of the plunger.